Manufacturer narrative:
Section d 10 concomitant product was corrected.

Event description:
The customer was running patient correlations on the alinity I processing module and obtained a falsely elevated alinity I stat high sensitivity troponin-I result for a 19-year-old female patient. The initial troponin-I result generated a value of 23.9 ng/l (reference range: < 3 ng/l, normal high is < 14 ng/l). When the sample was rerun on both the customer¿s analyzers in triplicate, the sample generated results of < 2.7 ng/l each time. The physician was notified of the correction and no changes in patient treatment were reported. There was no further impact to patient management reported.

Event description:
The customer was running patient correlations on the alinity I processing module and obtained a falsely elevated alinity I stat high sensitivity troponin-I result for a 19-year-old female patient. The initial troponin-I result generated a value of 23.9 ng/l (reference range: < 3 ng/l, normal high is < 14 ng/l). When the sample was rerun on both the customer¿s analyzers in triplicate, the sample generated results of < 2.7 ng/l each time. The physician was notified of the correction and no changes in patient treatment were reported. There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found black particles/sediments in the base of the trigger bottle. The fsr replaced the trigger pump, bulk solution transfer and the module function was verified with a control run. The instrument service history review for (B)(6) verified no subsequent issues have been reported related to falsely elevated troponin patient results after service intervention. A review of tracking and trending for the pump, bulk solution transfer did not identify any trends. A review of tracking and trending of the alinity I did not identify any trends related to the current issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci-series operations manual addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. The alinity I service documentation contains adequate information for the troubleshooting, removal, and replacement of the pump, bulk solution transfer. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial (B)(6), or the pump, bulk solution transfer was identified.

Event description:
The customer was running patient correlations on the alinity I processing module and obtained a falsely elevated alinity I stat high sensitivity troponin-I result for a 19-year-old female patient. The initial troponin-I result generated a value of 23.9 ng/l (reference range: < 3 ng/l, normal high is < 14 ng/l). When the sample was rerun on both the customer¿s analyzers in triplicate, the sample generated results of < 2.7 ng/l each time. The physician was notified of the correction and no changes in patient treatment were reported. There was no further impact to patient management reported.